Event description:
It was reported that a patient, who had a left tsa, underwent a second revision procedure. The rep was contacted about spacers that needed to be provided. X-ray showed the baseplate had disassociated from the glenoid. The compression screws in the 12 and 6 o'clock position were loose. From what could be seen, the glenoid plate has disassociated from the glenoid for some time, so the cage and a couple of the screws had been worn. During surgery the glenoid components fell out and the cemented stem didn't take long to extract. There was a lot of metallosis in the joint, which was removed. A spacer was discussed as the preferred option; however, after a discussion with another consultant colleague and the anesthetist, it was decided to implant a hemi, using a 11 mm stem and a 44 m tall humeral head along with a 1.5 mm offset replicator plate and torque defining square drive kit. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The rep is hoping to return the explanted devices. Device images were provided. No further information. This is 1 of 5 reports for this event. This is 1 of 3 events for this patient